Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our OEM rep surgalign reported that "presented to the ER with concern for lle pain, swelling and discoloration of the leg." Deep vein thrombosis.